Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported via phone call failed battery test and cosmetic damage on the insulin pump. Customer's blood glucose level was unknown. Customer advised they had black dots on the display screen and scrapes on the surface of the insulin pump. Customer advised they were only able to see a partial display. Customer replaced the battery on the device and advised the insulin pump rejected the batteries. Customer declined to troubleshoot for failed battery test. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with intermittent act button response due to flattened button dome switch. The keypad connector on the lcd board was inspected and no anomaly was noted. The insulin pump displayed properly. No missing segments or partial display noted however, there was ink and dark spots on the lcd glass noted. The insulin function properly during functional check including rewind, basic occlusion, occlusion, prime, excessive no delivery, displacement, self-test, a21 test and all operating current measurement were within the specification. No unexpected low battery, off no power or failed battery test alarm noted. The insulin pump had minor scratched display window, cracked reservoir tube lip, cracked battery tube threads and cracked pump belt clip slot.